Event description:
It was reported that the saw blade snapped in half during a full sternotomy. It was further reported that both pieces were retrieved and the blade was accounted for in its entirety. No adverse consequences were reported.

Manufacturer narrative:
The blade subject to this event has not been returned for eval. Lot no. Details are not available to assist further investigation. The root cause of this event is undetermined.